Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, the device has not been received by carefusion.

Event description:
The customer reported model lap top ventilator 1200 was being turned on and went into constant inoperable (inop) state. The alarm was unable to clear. No further information was provided regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.